Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 12.6mm vticm5_12.6, -11.5/2.0/110 (sphere/cylinder/axis), implantable collamer lens, into the patient's right eye(od) on (B)(6) 2023. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and tore outside the patients eye and back up lens was implanted intraoperativly on (B)(6) 2023. The problem was resolved. Cause of the event is reported as device, unfolded upside down and tore outside eye. Reportedly patient remains in study.